Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on 29-jul-2024, patient is admitted on hospital and got issue related to diabetes and patient got to emergency room and consuming steroids on july 2nd. The patient blood glucose was gone up to 703 mg/dl when admitted in hospital on (B)(6) 2024 and addressing high blood glucose due to correction bolus via pump and patient also changes 3 infusions set yesterday. The patient also got results of moderate ketones on (B)(6) 2024 and the results showing that ketones level are dangerous/life threatening and patient receive treatment via IV and fluids of saline and insulin. No further information available.